Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having alarms when connected to mobile power unit (mpu) at night. No visible mpu damage was noted, however the controller power cords did have some kinks. It was reported on (B)(6) 2022 that the patient was put on an ungrounded cable, and had no further alarms. The patient had their controller exchanged later in the day.

Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: a small tear also observed on the black power cable, two backup battery circuit faults. The reported that the patient was having alarms when connected to mobile power unit (mpu) due to the system controller's power cables issue was confirmed. An audio alarm without an associated visual alarm on the system controller or system monitor was produced when the black power cable was flexed next to the strain relief on the connector side of the cable. Testing performed on the power cables revealed that the black power cable's yellow (alarm out) inner wire was broken and shorting to the shielding when manipulating the black cable. The purpose of this wire is to have the power module/mpu echo the controller when it's alarming; as a result, if it's damaged, it may result in the power module alarming despite the system controller (and the system) not having an active alarm condition. Damage to the alarm out inner wire does not affect system support. A log file was downloaded from the system controller during testing and captured the system operating above the low speed limit without issue. This damage would not have any associated log file events since the system controller was not recorded this type of alarming, and the damage cannot affect system support. The reported event was determined to be due to black power cable internal conductor damage that resulted in the yellow (alarm out) wire breaking and shorting to the power cable shielding; the analysis could not conclusively determine the root cause of the damage to the power cable. No further information was provided. The manufacturer is closing the file on this event.